Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Reporter and reporting phone and address state: (B)(6).

Event description:
It was reported that after starting the device, a message about a speaker malfunction appears. In order to repair it, the device was replaced with a new one. The original license was uploaded functional tests were performed and ended with a positive result. The device was ready for configuration. At the time of this report, it was unknown if the device was able to produce sound at the time of the speaker malfunction message. It was unknown if the device was in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker produced sound. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem of no sound was not confirmed. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time.